Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation has not been completed.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. System has been used for subsequent surgeries and no further issues have been observed.

Event description:
A medtronic ent representative reported that when performing an in-service on a navigation system, the software became unresponsive while on the select patient screen. The software remained unresponsive even though the mouse moved, a hard shutdown was initiated, the system stopped at a log-in screen and the ent application was re-started. A registered nurse (rn) selected done multiple times in an effort to modify images, and the software returned to the patient screen, only displaying a partial screen. The medtronic representative re-started the software and normal function was restored. There was no patient present when this issue was identified.